Event description:
It was reported that the patient underwent a mandible reconstruction with fibula graft. The surgeon reported an error in fitting to the plate. A four (4) hour delay was reported. Patient had an infection. Patient requires another surgery.

Manufacturer narrative:
A review of internal documentation showed that the fibula guide was designed according to work instructions. The review only showed the height of the cut slots around the center segment was low, which potentially allowed the saw blade angle to deviate a bit from the slot while cutting. In addition these cut slots around the center segment are very close which makes it challenging to keep sufficient guide base area in between for additional guidance of the saw blade. These issues potentially allowed the saw blade to deviate which could have contributed to deviating fibula cutting angles. The impact of this was evaluated in a surgical simulation. It was seen that lateral edges were slightly shorter than planned, while medial edges were slightly longer. Resulted in slightly wider reconstruction but much smaller than the large discrepancy described by the surgeon. The provided guide matched the design approved by the surgeon. No root cause for the over-projected reconstructed mandible was found. The planned mandible stl file provided to synthes matches with the planning files. This means the correct version of planned mandible model was sent for pspc contouring. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
Angles of fibula cutting guide were off, resulting in misalignment of segments and pcpc plate. Once the surgeon was able to edit the fibula segments and make them fit the pre-contoured reconstruction plate, he positioned the reconstruction on the patient's remaining mandible (after resection guides were used) and found that the patient had a 25 mm over projection of the mandible. So he had to trim the fibula segments further and adjust the plate so that it fit more in line with the patient's maxillary teeth.

Manufacturer narrative:
A review of the internal documentation is in progress which has not yet resulted in a root cause for the event. An amended medical device report will be filed as soon as the investigation is terminated.